Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery depletion (bd) code and was emitting tones. The cause of the bd code was due to magnet application from an unrelated ablation procedure. No changes were made and the s-ICD remains in service. No adverse patient effects were reported.